Event description:
It was reported that the patient presented with a device at normal eri. It was noted that the longevity was at 9.9 years in 2023 and 1.7 years in 2022. The device was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. During functional testing an anomaly with the patient notifier was noted. The patient notifier failed to vibrate during testing. The cause was found to be anomalous patient notifier.